Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the 5.5 healix advance kntls br device was wobbly when inserted into the burr hole. Another like device was used and inserted into a new burr hole to complete the procedure with less than 30-minute surgical delay. The status of the patient post-surgery was unknown. No additional information was provided. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l47769), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.